Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon burst occurred. Vascular access was obtained through the right radial artery. The greater than 12mm in length, de novo lesion was located in the mildly calcified and mildly tortuous left circumflex (lcx) artery. A 12mm x 2.5mm maverick 2 balloon catheter was selected and advanced to treat the target lesion. When attempting to inflate the balloon at 14atms to 16atms, the balloon "burst". The balloon catheter was removed intact. The procedure was completed with 2.5mm x 15mm maverick 2 balloon inflated to 16atms. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned device revealed that the hypotube was kinked at 21cm and 23cm distal to the strain relief. Microscopic examination of the material revealed a longitudinal tear in the balloon. The tear stretched from the proximal marker band to the distal marker band and measured 18mm in length. An examination of the marker bands identified no anomalies which could potentially have contributed to the tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user error because the device was not used in accordance with the dfu; the balloon was inflated to 16 atmospheres which exceeded rated burst pressure. (B)(4).

Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon burst occurred. Vascular access was obtained through the right radial artery. The greater than 12mm in length, de novo lesion was located in the mildly calcified and mildly tortuous left circumflex (lcx) artery. A 12mm x 2.5mm maverick 2 balloon catheter was selected and advanced to treat the target lesion. When attempting to inflate the balloon at 14atms to 16atms, the balloon 'burst'. The balloon catheter was removed intact. The procedure was completed with 2.5mm x 15mm maverick 2 balloon inflated to 16atms. No patient complications were reported and the patient's status is stable.